Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor was alerting the customer that they were experiencing low blood glucose even though they were not. The customer received a sensor glucose reading of 3.2 mmol/l when their actual blood glucose was 6.2 mmol/l. Troubleshooting was done. The customer's blood glucose at the time of the call was 7.3 mmol/l. Advised customer to call back for further assistance if the issues recurred. The customer stated that they would monitor the issue. Nothing further reported.